Event description:
It was reported that the external pulse generator had a damaged connector and was in need of service. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator had a damaged connector and was in need of service. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a damaged connector, the ventricle output connector was broken, and therefore replaced. Analysis also found that the lower case and both bail covers were broken and that the keyboard was scratched. All were replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.